Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu"), embedded device ("the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, loop electrosurgical excision procedure, parity 3, spontaneous abortion and d & c. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction metal allergy"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal),"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal),") and cystitis ("infection (bladder/urinary tract/vaginal),"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems (mental anguish") and depression ("psychological or psychiatric problems (depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device allergy ("allergic reaction to the device"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy), surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy) and surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device allergy, allergy to metals, vaginal infection, cystitis, urinary tract infection, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, cystitis, depression, device allergy, embedded device, fallopian tube perforation, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: low grade sil hpv non hr16, 18/45. Pelvic exam shows a normal size uterus with normal adnexa. Colposcopy exam after soaking the cervix with dilute acetic acid solution shows a transformation zone around the cervical os. No lesions suggestive of malignancy are noted. Cervical biopsy: high grade squamous intraepithelial lesion (hsil, cin 2) in a background of low grade squamous intraepithelial lesion (lsil, cin 1). Vaginal ultrasound: uterus is enlarged, no adnexal masses noted, no fluid in cui de sac, right essure visualized, (B)(6) 2017, pathology report: preoperative diagnosis: pelvic pain, foreign uterine pain. Postoperative diagnosis: pelvic pain, foreign uterine pain. Procedure: robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal essure coil. Tissue removed: uterus, cervix, bilateral fallopian tubes, essure coils. Gross description: specimen a: received in formalin, labeled with patient identification and "uterus, cervix, bilateral fallopian tubes, essure coil," is a 157 g, 10.9 x 7.0 x 4.5 cm uterus and cervix, with bilateral unattached and undesignated fimbriated fallopian tubes. The uterine serosa is tan-pink and focally roughened on the fundus. The ectocervix is 3.4 cm in diameter and has a 0.9 cm patent os. The endocervical canal is corrugated and has a well defined squamocolumnar junction. The endometrial cavity is 3.0 cm cornu to cornu x 2.5 cm in length and is strictured and fibrous with endometrium that is an average of 0.1 cm thick. The myometrium is an average of 2.2 cm thick and is tan-pink and coarsely trabeculated. No intramural nodules are identified. The shorter fallopian tube is 4.7 cm in length x 0.6 cm in diameter and has tan-pink, glistening serosa and a few paratubal cysts that are up to of 0.1 cm in greatest dimension. The lumen is an average of 0.1 cm in diameter and patent. The longer fallopian tube is 5.5 cm in length x 0.6 cm in diameter, and has tan-pink, glistening serosa and a few paratubal cysts that are up to 0.1 cm in greatest dimension. The lumen is 0.1 cm in diameter and patent. Upon further sectioning of the fallopian tubes, stumps and cornu, 2 metallic coils are identified. The coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu. The metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue. Microscopic: microscopic examination was performed at mount carmel st. Ann's hospital. All technical histology was performed at mount carmel east core histology. Diagnosis: uterus, cervix, bilateral fallopian tubes: - cervix: no diagnostic abnormality. - endometrium: secretory endometrium. - myometrium: adenomyosis. - bilateral fallopian tubes: no diagnostic abnormality. Metallic coils consistent with essure coils present. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, embedded device. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received - new event allergy to metals were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu"), embedded device ("the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, loop electrosurgical excision procedure, parity 3, spontaneous abortion and d & c. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. In (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal),"), cystitis ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("infection (bladder/urinary tract/vaginal),"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), anxiety ("psychological or psychiatric problems (mental anguish") and depression ("psychological or psychiatric problems (depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device allergy ("allergic reaction to the device"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy) .essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device allergy, hypersensitivity, vaginal infection, cystitis, urinary tract infection, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, cystitis, depression, device allergy, embedded device, fallopian tube perforation, hypersensitivity, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: low grade sil. Hpv non hr16, 18/45. Pelvic exam shows a normal size uterus with normal adnexa. Colposcopy exam after soaking the cervix with dilute acetic acid solution shows a transformation zone around the cervical os. No lesions suggestive of malignancy are noted. Cervical biopsy: high grade squamous intraepithelial lesion (hsil, cin 2) in a background of low grade squamous intraepithelial lesion (lsil, cin 1). Vaginal ultrasound: uterus is enlarged, no adnexal masses noted, no fluid in cui de sac, right essure visualized, (B)(6) 2017, pathology report: preoperative diagnosis: pelvic pain, foreign uterine pain. Postoperative diagnosis: pelvic pain, foreign uterine pain. Procedure: robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal essure coil. Tissue removed: uterus, cervix, bilateral fallopian tubes, essure coils. Gross description: specimen a: received in formalin, labeled with patient identification and "uterus, cervix, bilateral fallopian tubes, essure coil," is a 157 g, 10.9 x 7.0 x 4.5 cm uterus and cervix, with bilateral unattached and undesignated fimbriated fallopian tubes. The uterine serosa is tan-pink and focally roughened on the fundus. The ectocervix is 3.4 cm in diameter and has a 0.9 cm patent os. The endocervical canal is corrugated and has a well defined squamocolumnar junction. The endometrial cavity is 3.0 cm cornu to cornu x 2.5 cm in length and is strictured and fibrous with endometrium that is an average of 0.1 cm thick. The myometrium is an average of 2.2 cm thick and is tan-pink and coarsely trabeculated. No intramural nodules are identified. The shorter fallopian tube is 4.7 cm in length x 0.6 cm in diameter and has tan-pink, glistening serosa and a few paratubal cysts that are up to of 0.1 cm in greatest dimension. The lumen is an average of 0.1 cm in diameter and patent. The longer fallopian tube is 5.5 cm in length x 0.6 cm in diameter, and has tan-pink, glistening serosa and a few paratubal cysts that are up to 0.1 cm in greatest dimension. The lumen is 0.1 cm in diameter and patent. Upon further sectioning of the fallopian tubes, stumps and cornu, 2 metallic coils are identified. The coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu. The metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue. Microscopic: microscopic examination was performed at mount carmel st. Ann's hospital. All technical histology was performed at mount carmel east core histology. Diagnosis: uterus, cervix, bilateral fallopian tubes: cervix: no diagnostic abnormality. Endometrium: secretory endometrium. Myometrium: adenomyosis. Bilateral fallopian tubes: no diagnostic abnormality. Metallic coils consistent with essure coils present. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, embedded device. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu, the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue, she did not undergo essure confirmation test, allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal), psychological or psychiatric problems (depression and mental anguish). Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu'), embedded device ('the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included multigravida, loop electrosurgical excision procedure, parity 3, spontaneous abortion, d & c and menorrhagia. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concomitant products included ketorolac tromethamine (nsaid-k), losartan and paracetamol (acetaminophen). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction metal allergy"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal),"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal),") and cystitis ("infection (bladder/urinary tract/vaginal),"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems (mental anguish") and depression ("psychological or psychiatric problems (depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device allergy ("allergic reaction to the device") and device expulsion ("the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device allergy, vaginal infection, cystitis, anxiety, depression and device expulsion outcome was unknown and the pelvic pain, allergy to metals and urinary tract infection had resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, device allergy, device expulsion, embedded device, fallopian tube perforation, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: two coils of each essure device remained free in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: low grade sil. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received. Reporter information added. Event: endometrial ablation performed on the same day of essure insertion added. New event added: device expulsion. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu'), embedded device ('the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included multigravida, loop electrosurgical excision procedure, parity 3, spontaneous abortion, d & c and menorrhagia. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concomitant products included ketorolac tromethamine (nsaid-k), losartan and paracetamol (acetaminophen). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction metal allergy"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal),"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal),") and cystitis ("infection (bladder/urinary tract/vaginal),"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems (mental anguish") and depression ("psychological or psychiatric problems (depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device allergy ("allergic reaction to the device") and device expulsion ("the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device allergy, vaginal infection, cystitis, anxiety, depression and device expulsion outcome was unknown and the pelvic pain, allergy to metals and urinary tract infection had resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, device allergy, device expulsion, embedded device, fallopian tube perforation, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: two coils of each essure device remained free in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: low grade sil. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, embedded device. Lot number: 789026 manufacturing date: 2010/10 expiration date: 2013/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu'), embedded device ('the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, loop electrosurgical excision procedure, parity 3, spontaneous abortion and d & c. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concomitant products included ketorolac tromethamine (nsaid-k), losartan and paracetamol (acetaminophen). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction metal allergy"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal),"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal),") and cystitis ("infection (bladder/urinary tract/vaginal),"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems (mental anguish") and depression ("psychological or psychiatric problems (depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device allergy ("allergic reaction to the device"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device allergy, vaginal infection, cystitis, anxiety and depression outcome was unknown and the pelvic pain, allergy to metals and urinary tract infection had resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, device allergy, embedded device, fallopian tube perforation, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: low grade sil. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, embedded device. Most recent follow-up information incorporated above includes: on 21-may-2020: pif received. Outcome for event abnormal bleeding (vaginal) , urinary tract infection and allergy to metal updated to recovered. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil within the left fallopian tube remnant partially protrudes from the fallopian tube serosa and is otherwise within the cornu'), embedded device ('the metallic coil on the right side appears to extend into the myometrium and is partially encasing fibrous tissue') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, loop electrosurgical excision procedure, parity 3, spontaneous abortion and d & c. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concomitant products included ketorolac tromethamine (nsaid-k), losartan and paracetamol (acetaminophen). In january 2011, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction metal allergy"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal),"). In 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal),") and cystitis ("infection (bladder/urinary tract/vaginal),"). In january 2017, the patient experienced anxiety ("psychological or psychiatric problems (mental anguish") and depression ("psychological or psychiatric problems (depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device allergy ("allergic reaction to the device"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device allergy, vaginal infection, cystitis, anxiety and depression outcome was unknown and the pelvic pain, allergy to metals and urinary tract infection had resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, device allergy, embedded device, fallopian tube perforation, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: low grade sil. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device allergy ("allergic reaction to the device"). The patient was treated with surgery (hysterectomy with device removal ). Essure was removed. At the time of the report, the pelvic pain and device allergy outcome was unknown. The reporter considered device allergy and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.